Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, fiber breakage, dents and scratches on the distal end, a loose light guide adapter, and cracks on the video connector were found to be reportable during device inspection. A root cause could not be identified. Based on the investigation results, it is likely that degradation caused the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a damaged cable with exposure to the metal under the insulation. The issue was identified during inspection before use. There were no reports of patient harm.